Event description:
It was reported there was a surgical intervention done to replace a normal end of life pump as well as a fractured catheter on (B)(6) 2013. The catheter fracture was diagnosed by surgical observation during the elective/planned pump replacement. Additional information received by the healthcare provider (hcp) documentation indicated the patient was initially successfully extubated postoperatively. It was further noted that the elective surgical intervention to change the battery in the pain pump and broken catheter was done successfully and the immediate postoperative course was unremarkable. The pump was delivering hydromorphone, bupivacaine, baclofen, clonidine, and droperidol. The patient outcome for the event was noted as ¿resolved with sequelae¿.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found only the pump connector portion of the catheter belonged to the manufacturer as the remainder consisted of a different manufacturer¿s catheter. Per visual inspection it was confirmed the catheter body was from a different manufacturer because of the markings on the catheter¿s surface along with the number of dispensing holes found near the distal end of the catheter. No analysis was performed on the part. It was noted the catheter from the different manufacturer was broken in the area where it emerged from the strain relief shroud of the pump connector. The pump connector portion of the catheter was found to have no anomalies. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4). Device analysis was not complete at the time of this submission. A supplemental report will be filed upon completion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.